Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this lead was attempted to be positioned in the left bundle branch. Several positions were tried, with poor sensing and impedance values observed. On the fifth position, the parameters were acceptable and the helix was extended into the tissue. Deep twisting was carried out in effort to obtain the ideal lbb pacing waveform. When the lead was unable to go any deeper, the lead body was turned counter-clockwise to remove the lead. However, in the process of removing the lead, it was found that the helix was stuck in the endocardium and could not be separated from the endomyocardial tissue using various conventional methods. The physician then tried to remove the helix from the tissue by using greater force, and finally found that the tip of the lead was broken and remained in the interventricular septum. A non-boston scientific lead was implanted in the lbb area to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
Although this lead has not yet been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became detached due to a combination of factors including manipulation during repositioning, lead design, and patient anatomy. Please refer to the description for more information regarding the specific circumstances of this event. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this lead was attempted to be positioned in the left bundle branch. Several positions were tried, with poor sensing and impedance values observed. On the fifth position, the parameters were acceptable and the helix was extended into the tissue. Deep twisting was carried out in effort to obtain the ideal lbb pacing waveform. When the lead was unable to go any deeper, the lead body was turned counter-clockwise to remove the lead. However, in the process of removing the lead, it was found that the helix was stuck in the endocardium and could not be separated from the endomyocardial tissue using various conventional methods. The physician then tried to remove the helix from the tissue by using greater force, and finally found that the tip of the lead was broken and remained in the interventricular septum. A non-boston scientific lead was implanted in the lbb area to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Event description:
It was reported that this lead was attempted to be positioned in the left bundle branch. Several positions were tried, with poor sensing and impedance values observed. On the fifth position, the parameters were acceptable and the helix was extended into the tissue. Deep twisting was carried out in effort to obtain the ideal lbb pacing waveform. When the lead was unable to go any deeper, the lead body was turned counter-clockwise to remove the lead. However, in the process of removing the lead, it was found that the helix was stuck in the endocardium and could not be separated from the endomyocardial tissue using various conventional methods. The physician then tried to remove the helix from the tissue by using greater force, and finally found that the tip of the lead was broken and remained in the interventricular septum. A non-boston scientific lead was implanted in the lbb area to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
Although this lead has not yet been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became detached due to a combination of factors including manipulation during repositioning, lead design, and patient anatomy. Please refer to the description for more information regarding the specific circumstances of this event. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the tip of the helix was broken off. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing. Resistance testing found the lead was not electrically continuous, indicating a fractured or broken conductor coil, and an x-ray confirmed the inner coil was stretched and fractured near the tip of the lead, about 600 mm from the terminal end. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused both the inner coil and the helix to break.